Event description:
During evaluation by a third party service center, an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and tested before returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).